Manufacturer narrative:
Correction: h6- medical device problem code should have been 1291 - high impedance rather than 2950 - impedance problem.

Event description:
Additional information indicated that the patient's leads exhibited high impedances.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient's leads exhibited impedances. As a result, surgical intervention may be undertaken to address the issue.